Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that they had cleaned the aliquot probe and drain prior to calling. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse replaced the aliquot probe and integrated multi-sensor technology (imt) mixer. The cse performed alignments in diagnostics and quick check, which passed. The cse ran quality controls (qc), resulting within range. The cause of the discordant, falsely elevated tbil result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated total bilirubin (tbil) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate instrument, resulting lower. The repeated result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tbil result.